Manufacturer narrative:
Covidien reference number: (B)(4). The customer reported to have replaced the gui printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that during ventilator set up, the graphical user interface (gui) display was blank. There was no patient connected to the device at the time of the event.

Manufacturer narrative:
(B)(4).